Event description:
In 12/91, pt fell and fractured righ hip and acetabulum and left wrist. Surgically treated in 12/91 with centrax bipolar (32 mm x 47 mm) and femoral head (32 mm std) plus #5 e series stem. Acetabular fracture fixed with alta 5 hole plate. Hip revised on 7/19/93 from bipolar to fixed two piece acetabular components from richards and new howmedica femoral head (32 mm + 10 mm). Revised on 10/14/93, from fixed acetabular cup back to bipolar with acetabular rim grafting, using depuy self-centering bipolar (32 mm x 44 mm) on howmedica head. Pt complains that on 9/23/97 when hip was revised again, the femoral head was "frozen" in depuy bipolar. There was no delay in surgery or anesthesia time.